Event description:
A patient with an implantable neurostimulator (ins) reported that she is getting "impulses" through her leg and up her back with her stim turned off. The patient reported being in a car accident in 2010. She reported that after the accident, when she turned on stim, the impulses went up the back of her neck instead of her leg. She turned the stim off and has not used it since the accident. The patient fully charged the device on (B)(6) 2016. She was feeling little "impulses" before charging, then after she charged she can feel them more when stim is off. The patient was instructed to sync the programmer with the ins, but poor communication was encountered. It was reported that she had not charged it between the time of the accident and the previous sunday. The patient was not able to communicate with the device using the recharger. Patient was implanted for complex regional pain syndrome type 1.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.